Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was provided that the heartmate (hm) ii pump was thrombosed almost a year before the reported date and the patient was considered as weaned from support with a stable clinical condition for this period. The patient then decompensated and the pump exchange was decided. During the hm ii to hm 3 exchange procedure, an outflow graft twist was observed and the reason for the pump thrombosis was decided to be due to the outflow graft twist. Post the pump exchange, the patient was ongoing with the hm3 pump, hemodynamically stable, and was being followed up in the regular ward due to infection.

Manufacturer narrative:
Manufacturer's investigation conclusion: evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), was unable to confirm evidence for an outflow graft twist during support. Thrombus was confirmed through the device that was consistent with pump operation during low flow, as confirmed through the submitted log file; however, a specific cause for the low flow could not be conclusively determined through this evaluation. The pump was returned assembled with the driveline cut approximately 1.75¿ from the pump housing, and a distal portion of the driveline was returned, with the controller connector, measuring approximately 23¿. The sealed inflow conduit was returned attached to the pump inlet port. The sealed outflow graft was returned in two pieces measuring approximately 1.0¿ and 3.75¿. The approximately 1.0¿ section of outflow graft was attached to the outflow elbow, which was returned attached to the pump outlet port. The sealed outflow graft bend relief was returned over the approximately 3.75¿ section of outflow graft, disconnected from the outflow graft hardware. The apical sewing ring and sealed outflow graft bend relief collar were not returned. Examination of the proximal inflow conduit found a well-formed deposition that appeared to have formed over time while there was no flow through the pump, which was consistent with formation after the pump had been decommissioned but remained implanted. Grainy, denatured blood was also discovered throughout the inflow, pump, and outflow that was consistent with pump operation during a very low flow or no flow condition. The returned proximal section of returned outflow graft, measuring approximately 1.0¿, was found to be twisted shut. The proximal outflow graft twist did not appear to have been present during support; however, outflow graft twist could not be conclusively excluded due to the state of the returned graft. No twisting of the distal section of outflow graft was noted. Review of the submitted log file found that the low-speed hazard and low flow hazard alarm flags were active throughout the log file. Flow was 0 liters per minute as the pump was unable to increase its speed up to the fixed speed, and high motor current flags were captured. The captured events appear consistent with the rotor¿s motion being impeded by the denatured blood found in the returned pump; however, the onset of the low flow was not captured in the log file, and a specific cause for the thrombosis of the pump could not be conclusively determined. There were no other notable findings. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. The pump underwent cleaning, reassembly, and functional testing under load conditions using a mock circulatory loop. The retrieved data revealed pump power consumption and pressure values that met manufacturing specification. The pump operated as intended. The relevant sections of the device history records for (B)(6) and the driveline, serial #(B)(6) were reviewed and showed no relevant deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists adverse events that may be associated with the use of heartmate ii lvas, including device thrombosis. Section 1 provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. This section explains that pump flow is estimated based on pump power. Section 6 "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Additionally, section 6 ¿patient care and management¿ (under "pump performance monitoring") outlines indications of pump thrombosis as well as how to respond to such events. This section (under "anticoagulation") also contains information regarding the recommended anticoagulation therapy and inr (international normalized ratio) range. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿). Section 7 ¿alarms and troubleshooting¿ outlines system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. The low flow hazard alarm means that pump flow is less than 2.5 liters per minute (lpm). Section 5 ¿surgical procedures¿ of the IFU outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. The IFU states that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. The IFU also states to "verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief. The line should be straight." The heartmate ii lvas patient handbook is currently available. Section 5 ¿alarms and troubleshooting¿ outlines system controller alarms and provides information regarding how to respond to and troubleshoot the alarms. Section 4 ¿living with the heartmate ii¿ also contains information on caring for the driveline. The current revisions of the instructions for use (IFU) and patient handbook can also be found on the electronic IFU (eifu) page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient underwent a heartmate ii to a heartmate 3 pump exchange. Inotropes were initiated.